Manufacturer narrative:
Patient weight (B)(6) kg. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification and moderate tortuosity in the circumflex coronary artery. The 2.5 x 28 mm xience sierra stent delivery system (sds) was advanced but could not cross the lesion due to a sharp take off in the artery. When the sds was being removed, resistance was felt with the guiding catheter. Therefore, both devices were removed together. Outside the patient anatomy, it was noticed that the proximal stents were flared. A new guiding catheter and new sds were used to completed procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to remove the device from the guiding catheter could not be confirmed due to the condition the device was received for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult tortuosity of the artery causing the reported failure to advance. During removal the device interacted with the guiding catheter causing the reported difficulty to remove and subsequent material deformation (stent flare). There is no indication of a product quality issue with respect to manufacture, design or labeling.